Event description:
It was reported that upon interrogation, the device reported that the hv lead impedance was high and possible output damage was detected. The device was removed and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.